Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/lobectomy, at the 3rd firing, when resecting lung parenchyma using the product, it clamped to the proximal end of the jaws, but the knife did not advance at all and the product was unable to fire. The surgeon was able to press the green button, but unable to squeeze the handle. The procedure was completed with another device. There was no patient injury.